Event description:
Reportedly, during a follow-up, noise and ventricular oversensing were observed in multiple recorded tachy episodes with a low impedance measurement on the right ventricular shock lead. No therapy was delivered due to noise oversensing. The non sorin lead was extracted. According to representative, no visual damage was seen on the lead isolation. The ICD was also explanted and will be returned for analysis.

Event description:
Reportedly, during a follow-up, noise and ventricular oversensing were observed in multiple recorded tachy episodes with a low impedance measurement on the right ventricular shock lead. No therapy was delivered due to noise oversensing. The non sorin lead was extracted. According to representative, no visual damage was seen on the lead isolation. The ICD was also explanted and will be returned for analysis.

Manufacturer narrative:
Preliminary analysis of the returned ICD did not reveal any device anomaly. Proper lead tightening marks have been observed on the rv setscrews (df-1 & is-1). However the first thread of the rv is-1 set screw was found damaged, which could be an indication of improper/incomplete lead insertion into the port.

Event description:
Reportedly, during a follow-up, noise and ventricular oversensing were observed in multiple recorded tachy episodes with a low impedance measurement on the right ventricular shock lead. No therapy was delivered due to noise oversensing. The non sorin lead was extracted. According to representative, no visual damage was seen on the lead isolation. The ICD was also explanted and will be returned for analysis.